Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a charge nurse (cn) from the facility. One to two hours into the treatment, the cn said the arterial line completely separated from the red connector piece which remained tightly screwed onto the dialyzer port. The cn confirmed there were no issues with the dialyzer. The separation occurred between two components of the combiset device (the tubing and the connector that screws onto the dialyzer). There were no machine alarms leading up to the event. The cn said there were no changes or disruptions in pressure that could have caused the separation. There was no evidence of a loose connection prior to the separation. Once the separation occurred, the operator shut off the blood pump and immediately clamped the lines. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a charge nurse (cn) from the facility. One to two hours into the treatment, the cn said the arterial line completely separated from the red connector piece which remained tightly screwed onto the dialyzer port. The cn confirmed there were no issues with the dialyzer. The separation occurred between two components of the combiset device (the tubing and the connector that screws onto the dialyzer). There were no machine alarms leading up to the event. The cn said there were no changes or disruptions in pressure that could have caused the separation. There was no evidence of a loose connection prior to the separation. Once the separation occurred, the operator shut off the blood pump and immediately clamped the lines. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint sample was not available to be returned for evaluation as it was reportedly discarded.